Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a left ventricular capture test, a loss of capture was observed which accelerated the patient's rhythm into ventricular fibrillation. The device was reprogrammed by disabling the capconfirm to resolve the event. The patient was stable.